Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ stent-graft migration post-endovascular repair of thoracic aorta: a retrospective cohort study¿.  Deshpande a a, pandey n n , shaw m, kumar s, jagia p, sharma s, choudhary s indian journal of radiology imaging 2022;32:324¿331. Doi https://doi.org/ 10.1055/s-0042-1754317. Issn 0971-3026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿stent-graft migration post-endovascular repair of thoracic aorta: a retrospective cohort study¿. The time frame of this study was over a four year period. 31 patients who underwent tevar for various aortic pathologies were included in the study. The majority of the stent grafts were deployed in proximal landing zone 2 and 3, comprising 86.9% of the cases. Endurant, valiant captivia and non mdt stent grafts were implanted. Among the patient population the following malfunction occurred which was only applicable to the valiant captivia stent graft: migration no further information was provided pertaining to medtronic products